Event description:
The customer reported receiving a no delivery alarm during bolus. The blood glucose reading was 580mg/dl. Troubleshooting was not performed as he did not feel ok. The customer stated that he is walking to the college to seek medical treatment. While walking the customer mentioned that the insulin pump also alarmed motor error, but the history alarm only shows constant no delivery alarms. The caller has changed the infusion set many times, and he does not feel comfortable with the device. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.